Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 malfunctioned. During the pre-use check, the temperature indicated on the display rose to 50 degrees celsius. Also, smoke came out of the part where a warming tube was connected to. No patient injury.

Manufacturer narrative:
One device was returned for investigation. Device was put through various tests and was ran for over 24 hours with no problems. The temperature of the device never went over 41.9 degrees with no smoke or odor of smoke. The complaint could not be duplicated. No fault was found, no root cause analysis done.